Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the foot pedal was not working. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. Investigation was performed considering complaint description, cs reports, system log files and system history. Log file analysis showed the system was powered up and booted completely ready. System function was normal for multiple procedures up until the patient was registered. During this procedure, following several successful footswitches, a "no ready" from the image acquisition system (ias) occurred causing the system to enter bypass mode. The customer attempted multiple fluoro and acquisition footswitches; most of which failed, indicating an intermittent ability to produce x-ray. As the intermittent behavior became permanent, the customer initiated an application shutdown; however, following the system restart, once again there was no x-ray possible. The investigation of ias specific log file protocols showed that an ias hard drive failure occurred at the time of the first event with an operation failure on the hard disk. The local service identified the defective ias hard drive and replaced it. After replacement and testing, the system was returned to the customer without the issue described occurring again. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.